Manufacturer narrative:
The iol was returned for analysis and the reported complaint could not be confirmed. Iol returned in sample container of unknown liquid. No device returned. The iol is immersed in solution. One haptic is broken/torn and not returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. Optical power & resolution could not be performed due to the extensive optic damage. The root cause for the reported complaint "va did not improve after surgery" could not be determined. Power and resolution testing could not be conducted due to the extensive optic damage. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient's visual acuity did not improve. Hence the lens was explanted and replaced with another lens in a secondary procedure. Additional information was received stating that the patient's eye did not have astigmatism before the initial surgery and that the replacement lens was determined as toric lens. Additional information was received stating that the patient's condition resolved after the replacement.